Manufacturer narrative:
(B)(4). Customer alleged cosmetic damage/ crack and moisture on the insulin pump. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump was cut open to perform visual inspection and found moisture damage to the keypad assembly, j7 power connector, electronic assembly pcba1 and motor. The following were noted during visual inspection: cracked case (battery tube) and cracked battery tube threads. The pump passed the displacement test. In summary, the insulin pump was received with a cracked case (battery tube) and cracked battery tube threads. Exposed to moisture confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had fluid in insulin pump. Customer stated water in the insulin pump and screen did not look clear. No harm requiring medical intervention was reported. The device was returned for analysis.